Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08344; related manufacturer reference number: 2017865-2019-08343. It was reported that after initial implant procedure, the patient was transferred to the critical care unit. The patient was discovered, twenty minutes after being transferred, to not be breathing and their electro cardiograms was a straight line. Cardiopulmonary resuscitation was performed, and the patient was transferred to the catherization laboratory. Pacing was attempted through their implanted system but had no response. Fluoroscopy performed indicated that both atrial and ventricular lead were in place. The patient was deceased, and the cause of death was unknown. It was unknown if the pulse generator exhibited failure to output or if the leads exhibited failure to capture.